Event description:
A report was received that during a lead revision for lead migration the physician noticed high impedances on the paddle lead so the physician explanted the lead and implanted a new one. The patient had been experiencing overstimulation. The patient was reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision for lead migration the physician noticed high impedances on the paddle lead so the physician explanted the lead and implanted a new one. The patient had been experiencing overstimulation. The patient was reportedly doing fine.

Manufacturer narrative:
The explanted lead was not returned to bsn because it was discarded by the medical facility.